Event description:
It was reported that following the implantation of a perigee the patient experienced urinary frequency, urgency, dysuria, hematuria and suprapubic pain, and recurrent urinary tract infection (uti). It was also reported that an ultrasonographic examination noted a "j-shape echogenic tape piece with the tip penetrating the bladder...which indicates...mesh erosion." The protruding mesh piece was "removed surgically". No further patient complications have been reported in relation to this event. Related to manufacturer report #: 2183959-2015-00328

Manufacturer narrative:
Title: intravesical midurethral sling mesh erosion secondary to transvaginal mesh reconstructive surgery. Author: sukanda bin jaili, tsia-shu lo, tomy wijaya, pei-ying wu. Publication: gynecology and minimally invasive therapy. Publisher: elsevier.